Event description:
Generator analysis was completed on (B)(4) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2013. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the three magnets was completed on (B)(4) 2013. The three magnets returned are functioning within specification and function properly, initiating a magnet response from the pulse generator. The cracks noted in the case of magnet 3 did not have an adverse effect on the device performance.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the patient experienced a reduction in seizures with vns and was receiving vns therapy at the time of death. The patient had recently undergone a cardiac stress test apparently for a borderline EKG and a family history of cardiac death. The cause of death is unknown but believed to be unrelated to vns. The patient passed away suddenly at his home on the morning of (B)(6) 2013 and was found on the floor after experiencing a fall and hitting his head. The patient was not convulsing and later stopped breathing. The patient¿s caretakers stated that the patient appeared fine that morning except for some blinking so the patient was given medications approximately 20 min prior to the death. It was noted that the patient developed an infection following vns implant surgery which had fully recovered. The physician indicated that the patient may have had cardiac arrest. Based on the available information about the patient¿s death, an internal classification has determined that the death may be probable sudep.

Event description:
On (B)(6) 2013, a physician reported that this vns patient had died the previous month. The patient was implanted in (B)(6). The death was sudden in for unknown cause, no autopsy was done. The generator and lead were explanted for return to device manufacturer. An online search showed the date of death to be (B)(6) 2013. The explanted lead, generator, and three magnets were returned on (B)(6) 2013. Analysis is underway, but has not been completed to date.